Event description:
It was reported by service report that the head pivot section would sometimes engage and pivot and at other times would get stuck when trying to engage or disengage or when trying to adjust one of the pivot sections. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.